Event description:
It was reported that an unspecified alarm occurred on a homechoice device. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.